Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after replacing a 8.0 tube with a 8.5 tube, the second tube had a cuff inflation/deflation issue during use and the cuff burst. It was also reported that the patient died.